Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 454 mg/dl. Customer was using insulin pump system within 48 hours of reported event. Customer stated that the auto mode of insulin pump was active. Customer also experienced blood glucose level in the range of 40 mg/dl to 500 mg/dl and it was treated with manual injection and food. Customer did not allege insulin pump was under delivering. Customer reported that the bolus history displays all bolus entries based on their recollection. Customer declined for further troubleshooting. The insulin pump will not be returned for analysis.